Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
H6: evaluation codes updated device evaluation: two samples were received. The samples were received in non-used condition, decontaminated and with its original packaging inside a plastic bag. During the visual inspection, a discrepancy on the IFU was observed. The IFU included on the pouch the part number 21-7301-24 but the device part number is 21-7001-24. The failure mode was confirmed. Service history identified that no previous repair has been noted for this lot in the last 12 months. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
Update: gcm received an email on 20-aug-2024 from (B)(6), from facility (B)(6), stating that they discovered that a number of cadd medication cassettes had a packaging fault, item 21-7002-24 had a different IFU inserted within the sealed packaging for item 21-7301-24 cadd cassette 50ml flow stop. The actual product inside was item 21-7002-24. The device is available for investigation. The issue was discovered after some of the samples were potentially sent out to patients. All stock was checked and affected stock was quarantined. No medical intervention was required. There was no patient harm. Pmitrofan (B)(6) 2024. Update: in clarification to the above documentation, the packaging fault for the product with item number 21-7001-24 and lot number 4349110 was not specified by the customer using different item numbers. The error described about the product with a different item number applies to the referenced associated complaint. Pmitrofan (B)(6)2024. Update: in clarification to the above documentation, gcm received an email on 20-aug-2024 from (B)(6), from facility (B)(6), stating that they discovered that a number of cadd medication cassettes had a packaging fault. Pmitrofan (B)(6) 2024.

Event description:
It was reported that there were 17 packs and 4 cassettes in each package where there was a packaging error. The site discovered that a number of cassettes had a packaging fault, where a different instruction for use (IFU) document was inserted within the sealed packaging for a different item number of a different cassette product. The issue was discovered after some of the samples were potentially sent out to patients. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.